Event description:
It was reported that an infusor would not allow flow of an unknown drug after filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). This lot was manufactured between june 11, 2013 - june 12, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Baxter received one sample for evaluation. The sample was visually inspected and a flow test was performed. The reported condition of no flow was not confirmed; flow was observed at the distal luer. Should additional relevant information become available, a supplemental report will be submitted.